Event description:
The new information received notes that lead noise was observed. Device was reprogrammed previously to address the issue. Lead revision was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to oversensing on the ventricular channel was observed. No lead anomalies were seen on x-rays. Isometrics and pocket manipulation did not reproduce the noise. Programming changes were made. Patient is monitored remotely.